Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The customer received a replacement device and this device was archived by stryker. Stryker determined a faulty reed switch sw5 was the cause of the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device would not power on when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.